Event description:
It was reported that the patient presented to the emergency room after receiving eight inappropriate shocks. T-wave oversensing was identified on the rv lead. The rv lead remains in use. There was concern that the patient's implantable cardioverter defibrillator (ICD)  algorithm did not withhold the inappropriate shocks. It was also noted that the ICD had oversensing during subthreshold lead impedance measurements. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and analyzed. There were no anomalies found in regards to the implantable cardioverter defibrillator (ICD) or the right ventricular (rv) lead. Concomitant products cont : 6947m62 (B)(6) 2012. (B)(4).